Event description:
It was reported that the patient had ventricular desynchrony and atrial tachycardias (at) that produce disorganized activity (and usually localized depolarization only so essentially a silent atrium when in at). When the physician was called to see the patient, there were no markers on the atrial channel. Atrial tachycardia is too far away from the lead and therefore not sensing it. There were far field r-waves, oversensing of the r-wave. The timing / sensing and pvab were changed and no atrial markers were seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: c3tr01 ipg. (B)(4).